Event description:
It was reported the physician explanted the ipg due to end of life and the lead due to a new patient pain pattern. The physician implanted new ipg and leads.

Manufacturer narrative:
A rechargeable ipg will need replacement when stimulation can no longer be maintained with routine recharging. Battery usage studies demonstrate that, when used at high stimulation parameters, the genesisrc battery should allow at least seven years of practical recharging. At high stimulation parameters, a seven-year-old device will maintain at least 24 hours of continuous therapy between recharges. Depending on the patient's stimulation parameters, the device will continue to operate for months to years. If patients use lower stimulation parameters and/or a daily recharging protocol, they may experience a significantly longer device life before recharging is determined to be impractical. The device was implanted for approximately 7.82 years which is within the expected range and would indicate normal battery depletion. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.